Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L5/s1 tlif dr (B)(6), (B)(6) private hospital (B)(6) 2018. Dr (B)(6) was performing a tlif (transforaminal lumbar interbody fusion) at l5/s1 with the leopard cage, size 11mm. He had prepared the site as per his usual method, the selected cage was packed with bone graft and he started to insert the cage in the usual manner. The cage broke at the end that was attached to the instrument, the end closest to the surgeon, not inside the patient. He removed the instrument and the broken parts of the cage, prepared the site again and then inserted another size 11mm cage. Surgeon was happy that he had removed all parts of the initial cage. There was a minimal delay to the surgery. No ae to patient. Male patient. (B)(6).